Manufacturer narrative:
UDI: unknown. A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not returned.

Event description:
The initial surgery with x-tab was performed for the spinal fusion, ranging l3-l5, on (B)(6) 2016. It was postoperatively found that the false joint had been generated on l4-l5 area. The replacement surgery, ranging l3- s2, was performed on (B)(6) 2017. The implants (part number unknown) were removed without difficulty. While the surgeon was inserting a screw (part number unknown) half way through with ¿2867.60.010 poly driver, 10mm¿ and ¿2867-60-350 x-tab insertion sleeve¿, the tab of the screw (x-tabcfs screw which had been fixed on l4 right) broke at the breakable line early.. After that, in order to re-insert the broken screw completely, the surgeon used the reported driver shaft ¿viper2 t20 hexlobe driver shaf (286725020)¿. But the tip of the driver shaft broke. Also, the chipped fragment stuck inside a screw shaft. The surgeon tried to remove the fragment, but he couldn't. The surgeon rested the screw, and inserted a rod, stabilized the setscrew using approximator flex-clip (279712570). At last the surgeon closed the incision, but the surgery was delayed by two and a half hours. After the surgery, it was found the reported poly driver (286760010) had broken. It was unknown when it broke.